Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that about a year ago a patient noticed an immediate surge of stimulation when turning the therapy on in the morning, which was described as feeling like "sitting in an electric chair." The patient was unable to tolerate increased levels of stimulation despite attempts by their neurologist to adjust it, and the stimulation was set to the maximum level they could tolerate. The patient was informed by a deep brain stimulation (dbs) support group member about a patient programmer that could potentially adjust the rate of the surge for a gradual increase in stimulation. The patient was redirected to their healthcare provider to address the issue and discuss programming options. The patient had an appointment scheduled with their healthcare provider.